Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) was unable to autofill. No patient involvement is reported. No harm is reported.